Event description:
Device 4 of 5: reference MFR. Reports: 1627487-2012-03116, 1627487-2012-03117, 1627487-2012-03118, & 1627487-2012-03120. The pt reported experiencing discomfort (pain and swelling) at his scs lead site in the back of his head (off-label use) when he uses his scs system for a prolonged period of time. The discomfort resolves after the system is turned off for awhile. The physician is treating the pt's discomfort with a gel. Additionally, the pt reported he experiences his scs ipg pocket site heating during charging his scs system. A sjm representative advised the pt with charging methods and reviewed other recommendations included in the field action letter with the pt. No further information is available.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.